Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 563mg/dl; reportedly the cause was the customer consumed food and ran out of insulin. Bg was addressed via a correction bolus. The customer was instructed to consult with the healthcare provider regarding bg level.